Manufacturer narrative:
(B)(4). Additional information was received six months later that the red alerts were still being generated for this system due to shock impedance measurements greater than 125 ohms. A boston scientific representative confirmed that no additional testing was performed on this patient and the physician noted no other abnormalities with the lead and has chosen to monitor the patient with no planned intervention. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, shock impedance measurements were greater than 125 ohms in all three vectors. The caller confirmed there was no electromagnetic interference (emi) source near the pocket during the procedure. The physician elected to use another device. Testing with the replacement device produced a shock impedance of 105 ohms in triad configuration; however, shock impedance measurements were greater than 125 ohms in all other configurations. The caller confirmed the pocket was closed and well irrigated. The patient will be brought back in the near future for non-invasive programmed stimulation (nips) testing. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed there is most likely an issue with the distal coil on the associated lead as testing in all three vectors resulted in high shock impedance measurements. The patient was brought in for non-invasive programmed stimulation (nips) testing which produced a shock impedance of 144 ohms. Additionally, a 31j shock resulted in an impedance of 119 ohms. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Information was received stating shocking impedance measurements have continued to be elevated. Testing recommendations were communicated to this patient's physician who has chosen to continue to follow this patient. If the patient is in agreement, all of the additional diagnostic testing will be performed at the next clinic visit. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
Additional information was received that this patient's physician called to discuss the continued out of range impedance measurements. The boston scientific patient safety physician reviewed the history of this lead and discussed them with this physician. Both physician's agreed that it appears there is something physiologic causing the impedance rise such as; calcification or electrolyte changes. Non-invasive programmed stimulation (nips) and defibrillation testing (dft) was performed. At 41 joules, dft testing was successful and an impedance measurement of 109 ohms was returned. The lead will continue to be monitored. No other adverse events have been reported. This product issue will be updated if additional information is received.